Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. See attached email.

Manufacturer narrative:
Tw #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (-vh-3010) was not delivering power. A new power supply was used and the case was completed without further incident. There was no case delay. There was no harm to the patient.